Event description:
It was reported there was leakage at the gas outlet, immediately after connecting to the cardiohelp with a gas flow of 4 liters. Ref: #(B)(4).

Manufacturer narrative:
It was reported that the device was discarded by the customer, so device evaluation will not be possible. Based on similar investigated complaints, the leakage was caused by delamination of the gas hollow fiber from the potting area. During production, the gas diffusive hollow fibers are cast in polyurethane to separate the gas compartment from the blood compartment. During this incident the blood traveled inside the gap between the gas fibers and polyurethane. Gravity then drew the blood to the gas exiting path along the housing. The delamination took place after sterilization and during aging process. A review of the quality control process indicates that 100% functional inspection for leakage is performed during manufacturing. A review of production records for this device can not be performed without the lot number and serial number. Maquet cardiopulmonary (B)(4) is aware of this type of failure and has initiated an internal CAPA process ((B)(4)) to identify the appropriate corrective and preventive actions. A supplemental medwatch will be submitted when additional information becomes available.